Manufacturer narrative:
The event was assessed by the sponsor as not related to the procedure or the endoanchors but as probably related to the disease under study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 77 mm diameter abdominal aortic aneurysm. It was reported that endoanchors and a distal talent extension limb were implanted approximately 3 years later. There was localized thrombus and diffuse calcium at the distal seal zone. It was reported that approximately 4 years post implant, a type iiib endoleak was noted on a follow up CT. The patient was treated with placement of an aortic cuff within the stent graft. A 200 mm valiant navion stent graft was also implanted during the intervention. The investigator assessed the event as related to the talent stent graft, not related to the endoanchor implant procedure or the end oanchors. The sponsor assessed the event as not related to the endoanchor implant procedure or the endoanchors. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was confirmed that the original stent graft implanted was a valiant stent graft and this was implanted along with heli-fx endoanchors to prevent late loss of seal and proximal migration. It was also confirmed that a valiant stent graft was also implanted 5 years later instead of the previously reported talent for treatment of the neck dilation. It was noted that the intervention a year later which involved implantation of the valiant navion stent graft occurred after confirmation of the type iiib on angiogram and this intervention has now fully resolved the endoleak. New pda number based on correction on device used. Mfg date added based on correction on device used. If information is provided in the future, a supplemental report will be issued.